Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: during the procedure, when the clamp was inserted and taken out of the cannula, it damaged 5mm port sealing part. The same incident occurred twice. Fallen piece might be left in pt cavity. The customer requested (B)(4) qa to check if there was missing part on the returned device. Used other device. No bleeding. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).